Event description:
Found during inspection. According to the reporter, an electrode plate from the adult paddle adapter is loose and not touching its contact in the paddle handle. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control recommended replacing adapter and provided customer with part number, price, and availability. Process changes to increase the amount of adhesive to the electrode plate have been implemented.